Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad was missing/peeling and that the contrast, up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 03-apr-2018 . Device evaluation: the device has been returned and evaluated by product analysis on 26-mar-2018 with the following findings: the keypad cover was detached, but all of the button contacts were responsive. Moisture was found underneath the button contacts. The display screen was dim and discolored.